Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc freestyle libre sensor fell off after a day of wear. The customer was unable to monitor his blood glucose and experienced unspecified symptoms of hyperglycemia. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and was treated with an unspecified dose of insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release.

Event description:
A customer reported that his adc freestyle libre sensor fell off after a day of wear. The customer was unable to monitor his blood glucose and experienced unspecified symptoms of hyperglycemia. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and was treated with an unspecified dose of insulin. There was no report of death or permanent impairment associated with this event.